Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise due to non-sustained right ventricle oversensing was noted. The oversensing binned ventricular fibrillation but no inappropriate therapy was delivered. The physician explanted and replaced the lead and the patient was in stable condition.